Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/27/2018. Repair information and further clarification was requested from the customer, however, no response has been received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit does not power up on either alternating current (ac) power or battery power. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 20aug2018. The biomedical engineer reported that the respiratory therapy clinical manager decided not to have the unit repaired at this time. Philip's product support advised the biomedical engineer to replaced the power management board. No parts were returned to philips, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 13dec2018. Additional information was received that the customer decided not to retire the unit as initially reported. The customer requested part identification for the power management board elected to repair the unit.

Manufacturer narrative:
Date of report: 11oct2018. Date of manufacturer: 20aug2018. The biomedical engineer reported that the respiratory therapy clinical manager decided not to have the unit repaired at this time. Philip's product support advised the biomedical engineer to replaced the power management board. No parts were returned to philips, therefore, a root cause could not be established.